Event description:
It was reported that the ez-io driver was used in a cardiac arrest situation. An ed nurse attempted to insert the ez-io into the proximal tibia of the patient. The nurse found that the driver stopped working and the needle would not advance into the bone. The ed staff specialist then used the same driver in a second attempt. The staff specialist also found the driver stopped and the needle would not advance through the cortex. Both clinicians reported the green light was present before the insertion attempts. At no stage was a flashing red light reported. The same staff specialist was then given another ez-io driver and inserted the needle quickly and easily into the patient's tibia. Therapy was commenced successfully. The patient was not successfully resuscitated; however, the reporting clinician did not state this outcome was due to the initial failed insertion attempt.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn(B)(4) ) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 4.16 insertion 2: 3.62 insertion 3: 3.37 hard profile (105 lbs/ft3) insertion 1: 8.09 insertion 2: 7.78 insertion 3: 8.47 the driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 12/2009 and is approximately 8.5 years old. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in (B)(6)2009 and is approximately 8.5 years old. Functional testing has confirmed no fault found with this driver. No further action required.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the ez-io driver was used in a cardiac arrest situation. An ed nurse attempted to insert the ez-io into the proximal tibia of the patient. The nurse found that the driver stopped working and the needle would not advance into the bone. The ed staff specialist then used the same driver in a second attempt. The staff specialist also found the driver stopped and the needle would not advance through the cortex. Both clinicians reported the green light was present before the insertion attempts. At no stage was a flashing red light reported. The same staff specialist was then given another ez-io driver and inserted the needle quickly and easily into the patient's tibia. Therapy was commenced successfully. The patient was not successfully resuscitated; however, the reporting clinician did not state this outcome was due to the initial failed insertion attempt.